Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided guidance to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue arose again.